Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 24-apr-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer (con) via company representative (rep) regarding a patient who was receiving ketamine (100 mg/ml at 48.92 mg/day), bupivacaine (20 m/ml at 9.785 mg/day), sufenta (sufentanil) (4500 mcg/ml at201.6 mcg/day), and clonidine (900 mcg/ml at 440.31 mcg/day) via implantable infusion pump. It was reported that the patient had a pump replacement and catheter replacement (noting that only a catheter segment was replaced) on (B)(6) 2021. Omitted information pertaining to patient reaction to revised catheter in pe 704391700.